Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture and high threshold measurements. There was no asystole of greater than two seconds and the cause of the reported clinical observations was believed to be due to changes in the patient's cardiac tissue. Surgical intervention was performed to explant the device due to normal battery depletion while the rv lead continues to remain implanted and in service. No additional adverse patient effects were reported.